Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the user experienced hyperglycemia after announcing a meal and consuming a sandwich and orange juice, with a highest blood glucose of 319 mg/dl and time above range beginning earlier that day; the user reported changing supplies two hours before the meal and was wearing a g7 cgm. Symptoms included no acute effects or complications. Outcomes included no medical intervention, no ketone testing, no use of backup therapy, and no alerts or alarms. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed no device alarms and an unclear cause for the hyperglycemia. It was concluded that the event involved hyperglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.